Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient was recently enrolled into latitude home monitoring system and the presenting egm showed sinus rhythm with some atrial undersensing. This ra lead trigger alerts for pacing low out of range measurement, measuring less than 200 ohms and intrinsic amplitude out of range. No adverse patient effects were reported. This right atrial (ra) lead remains in-service.